Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the preparation of a pca cassette by the nurse, a jet of pure medication solution (level 3 analgesic) was released at the moment it was inserted. The caregiver was hit on her uniform and on her arm. Inspection of the tubing connection was carried out to check that the connector was properly tightened, and the syringe was purged again. The nurse then noticed that the tubing of the cassette was nicked. The incident took place in the hospital, in the pneumology section. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported cut in the device cuff. However, the investigation could not identify a root cause for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.